Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch (mw5089558) received on 9/19/2019 from FDA provided the following information: pt is a type one diabetic who wears a tandem tslimx2 insulin pump paired with a dexcom g5 glucose sensor. The insulin pump recorded and alarmed for a glucose reading of greater than 200. The pt's (B)(6) also reported and alarmed for this reading. The pt responded approx by taking three units of insulin to cover for this reading at approx 11 pm. The pump was programmed to repeat an alarm in two hours if the reading remained above 200. The device alarmed at approx 1 am indicating the blood glucose was greater than 200. The pt took appropriate response to this info and dosed an add'l three units of insulin. At approx 2:45 am the pt awoke diaphoretic, blurred vision, and tachycardic. Stigmata of severe hypoglycemia. His (B)(6) was alarming with a blood glucose in the 30's while the tandem pump registered the same reading above 200 initially reported at 11pm. The pt successfully self rescued from this severe hypoglycemic event. In f/u to this event, the pt contacted the device MFR to report the discordant values between his bedside (B)(6) and pocket placed pump. To paraphrase, "the pump may not have registered new data through the human body and alarmed with old data. Try putting it in a different pocket." The data on the pump had updated as he treated his shock state later reflecting severe hypoglycemia. This is of significant concern as pts make treatment decisions based on alarm data that in this case was multiple hours old and grossly inaccurate. The pump is within a few feet of the dexcom transmitter at most as it is physically attached via the pump tubing. Of even greater concern is that following this to tandem, there has been no feedback and the company now markets and produces a closed loop system that independently adjusts insulin doses based on glucose sensor data.fortunately, the pt recovered but similar events could prove fatal. FDA safety report ID# (B)(4).